Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose value at time of incident was 590 mg/dl and current blood glucose value was 329 mg/dl. She treated with 12u of insulin with a manual injection. Customer stated that she changed the set on wednesday and the next day blood glucose value was 140mg/dl when she woke. She drank a protein shake and bloused, and she had acid reflux. Insulin pump will not be returned for analysis.